Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin, and when the pump displayed a fill estimate of 40 units, the customer withdrew approximately 100 units of insulin from the cartridge. At the time of the reported event, the insulin gauge displayed an accurate fill estimate and the customer declined to perform troubleshooting. The customer's blood glucose level was 150 mg/dl.